Manufacturer narrative:
This report contains corrections to field h6: device codes section h: device manufacturers only. This lead was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Damage to the lead was noted. Due to the location and morphology of damage to the lead it is likely that external stress applied to the lead body resulted in the inappropriate shock due to oversensing. Past experience suggests patient manipulation of the lead through the skin (i.e., twiddler's syndrome) is a contributing factor to damage of this type.

Event description:
It was reported that the patient with this electrode received one inappropriate shock due to oversensing. A flat line subcutaneous electrogram was noted. The treated episode has a shock impedance of one ohm. Technical services (ts) discussed it appears to be a dislodged electrode. Ts recommended further testing and turning off therapy. Subsequently this electrode and the sicd were explanted and successfully replaced. No additional adverse patient effects were reported. Additional information was received, the patient had exhibited twiddlers syndrome this electrode with this sicd had been pulled back. This electrode was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this electrode received one inappropriate shock due to oversensing. A flat line subcutaneous electrogram was noted. The treated episode has a shock impedance of one ohm. Technical services (ts) discussed it appears to be a dislodged electrode. Ts recommended further testing and turning off therapy. Subsequently this electrode and the sicd were explanted and successfully replaced. No additional adverse patient effects were reported. Additional information was received, the patient had exhibited twiddlers syndrome this electrode with this sicd had been pulled back. This electrode was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this electrode received one inappropriate shock due to oversensing. A flat line subcutaneous electrogram was noted. The treated episode has a shock impedance of one ohm. Technical services (ts) discussed it appears to be a dislodged electrode. Ts recommended further testing and turning off therapy. Subsequently this electrode and the sicd were explanted and successfully replaced. No additional adverse patient effects were reported.